Manufacturer narrative:
(B)(4).

Event description:
It wa reported that in dialysis/hemo prior to use, the tip of the swg was found deformed. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient a result of this occurrence.